Manufacturer narrative:
The reported observation of ¿uncommanded shutdown¿ was not confirmed as related to the implantable pulse generators (ipg) ability to delivery therapy as programmed or the devices performance. The ipg diagnostic impedance logging did identify varying system impedance values that could have impacted the device ability to deliver effective patient therapy. The root cause was not ascertained. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test performs impedances testing of all 16 ipg electrode including the casing electrode, all impedances measured with the require range. The ipg exhibited normal device characteristics during analysis.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg would power down without command. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted and replaced with an scs system to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg would power down without command. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted and replaced with an scs system to address the issue.